Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 470 mg/dl. It was indicated that the contact who is the parent of the customer delivered a manual injection to stabilize blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy. The contact will consult with health care provider in regards to dosing information for manual injections.